Manufacturer narrative:
Our field service engineer investigated the anesthesia machine on site. Functional tests were performed, all passed successfully. No abnormalities could be found during ventilation. The reported problem could not be duplicated. No further information was provided and no similar issues have been reported after the reported incident. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).

Event description:
It was reported that there was a deviation between set and delivered o2 concentration. There was no patient harm. Manufacturer's reference #: (B)(4).